Event description:
The device was used on july 25, 1997. Reportedly, the catheter was blocked. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.